Event description:
It was reported that the patient had a fall resulting to hematoma on the patients head. The patient was admitted to the intensive care unit (ICU) for evaluation following the fall, suspected stroke, and urinary tract infection. No additional information has been obtained despite multiple good faith efforts.